Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a fourth closed reduction to treat a dislocation. The patient had chronic dislocation of the right hip. He dislocated his hip six to seven times in total. Dislocations were treated with closed reductions.

Manufacturer narrative:
An event regarding closed reduction due to dislocation involving a trident liner was reported. The event was not confirmed. Not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 6 other events for the lot referenced. However, the other events are of the same patient and same product which was explanted after six times closed reductions due to dislocation. The event could not be confirmed nor could the root cause be determined because the insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a fourth closed reduction to treat a dislocation. The patient had chronic dislocation of the right hip. He dislocated his hip six to seven times in total. Dislocations were treated with closed reductions.